Event description:
Related manufacturer reference number: it was reported that both the right atrial (ra) and right ventricular (rv) leads were pulled back via review of chest x-ray. The patient noted falling out of bed at home. Both ra and rv leads were repositioned on (B)(6) 2023. There were no adverse health consequences, the patient was stable.